Event description:
Pt with a history of post-partum bleeding underwent a dilatation and curettage (d&c) procedure in 2002. The patient underwent a total abdominal hysterectomy with bilateral salpingo-oophorectomy 15 days later for intractable bleeding and hyperplastic endometriosis, without operative complications. One sheet of seprafilm was placed in the pelvic cavity. Post operatively, the patient became febrile with increased pelvic pain, discomfort, pressure and distension. The patient's hgb/ hct decreased requiring transfusion with 2 units of packed red blood cells (prbc). A infectious disease and general surgery was consulted and determined that the patient would be treated medically. During exploratory surgery the following were observed: infected hematoma, massive hemoperitoneum and oozing at the site where seprafilm had been applied. The patient received 2 units of prbc at 11:30 hrs and at 15:30 hrs the same day. 2 days later, the patient received 2 units of prbc at 04:15 hrs and at 22:00 hrs. The patient was reported to have recovered with sequelae. The treating physician assessed all of the events as severe in intensity. The hemoperitoneum and oozing were reported as definitely related to the use of the seprafilm, however, the reporter assessed the infected hematoma as possibly related to the use of the product given that the previous surgical procedure of a d&c could not be ruled out as being causally related to the adverse events.